Event description:
Dealer claims that the chair when going down a ramp if they stop in the middle the left brake comes to a stop but the right wheel lock does not engage until about 8 seconds later and puts him off the ramp.